Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt's mother reported on several occasions, the infusion device did not display an error 4 (occlusion) error message. Mother stated, the pt's blood glucose level was up to 22.0 mmol/l (396 mg/dl). Mother reported, her daughter felt very sick, threw up and had a headache. Mother stated, the pt was able to get the pt's blood glucose under control by herself. Mother reported on (B)(6) 2011, pt's blood glucose level at 11:00 pm was 9.0 mmol/l (162 mg/dl). Mother stated on (B)(4) 2011 at 10:00 am, the pt's blood glucose level was 22.0 mmol/l (396 mg/dl), pt checked the infusion device and the infusion set and recognized there was blood in the infusion set tubing. Mother reported, the pt called her diabetes specialist, changed the accessories and then was able to get her blood glucose level under control by herself. Mother stated on (B)(6) 2011, pt's blood glucose level was 20.0 mmol/l (360 mg/dl). Mother stated, she recognized there was blood in the infusion set tubing again. Mother reported on (B)(6) 2011 at 10:00 am, the pt's blood glucose level was 22.0 mmol/l (396 mg/dl). Mother stated, she checked the infusion set and blood was in the infusion set tubing again. Pt's normal blood glucose level is 5-7 mmol/l (90-126 mg/dl). No further info is available. Product was replaced and requested return of the alleged product for eval.